Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19/oct/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lab analysis found: "the device related to the reported events of deflation and crease/folding of implant-ndr was received on july 27, 2017 with catalog number 150cc. Visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles, and an opening. A leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior. A fill test inspection was performed and found no blockage. Based on the device analysis, the final assessment is: a smooth crease opening on posterior due to an fold flaw opening. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Health professional reported a left side deflation. The device has been explanted. Operative report notes pocket ¿was contracted down to a very small pocket with the implant folded on itself several times.¿